Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 12-jan-2016, fse arrived at the site to address the reported event. Inspection of the device did not reveal any visible issues. Fse was able to perform a wash sampler multiple times without errosr. Next, fse ran bhcg controls. Error 4013 was received during sampling of level 2. Fse reported hearing a slight slippage of the sample syringe drive screw. He tightened the screws on the syringe motor drive and reran controls successfully without errors. Additionally, he ordered a new sense board and syringe tower as a precation. The customer was scheduled to run the next day. On 13-jan-2016, the customer reported receiving error "4013 spec syr home not found" fse returned to the site to replace the diluent syringe unit. He subsequently ran all three levels of controls, controls for two assays, and 25 patient samples without errors. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the dispense syringe.

Event description:
On (B)(6) 2016, the customer reported receiving errors "4013, 4020, 4014, and 5022" after preventative maintenance of their a1a-360 analyzer. Technical support (ts) advised the customer to power down, rotate the carousel, and perform all set home. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg and prl patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.